Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was over 600mg/dl. The customer treated with pump. The customer states there was bent cannula. The customer declined to troubleshoot for the bent cannula. The customer was advised replacement sets would be sent.